Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient. The patient reported that the recharger antenna was damaged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Date of the event (B)(6) 2018 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that it was taking a little longer to charge the ins and there was poor coupling, further stating coupling boxes jump around , it would go 8 bars, 6 and then 0. Caller stated that patient met with manufacturer's representative (rep) and saw it happen also. No patient symptoms were reported. A replacement recharger antenna was sent to the patient. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.